Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "axillary adenopathy followed by node excision that provided the diagnosis of alcl" suspected (histopathological markers are not reported, and alcl cannot be confirmed.), "rapid-onset breast swelling", and "small right peri-implant effusion with faint uniform thin peri-implant enhancement" diagnosed via MRI. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Article citation: maimone, santo et al. ¿peri-implant enhancement of the breast: imaging features, significance, and management strategies.¿ journal of breast imaging vol. 7,3 (2025): 301-310. Doi:10.1093/jbi/wbae084.

Event description:
Through journal article "peri-implant enhancement of the breast: imaging features, significance, and management strategies", "a 57-year-old woman with textured silicone implants in place for 29 years presented with new right axillary adenopathy followed by node excision that provided the diagnosis of alcl. Breast MRI at the time of diagnosis showed a small right peri-implant effusion with faint uniform thin peri-implant enhancement" was reported. Histopathological markers are not reported, and alcl cannot be confirmed. Capsulectomy was performed. The device status is unknown. This relates to the right-side device. Manufacturer of device is unknown.